Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery with mild tortuosity and mild calcification. Pre-dilatation was performed with an unknown balloon, and the 2.75 x 12 mm xience pro stent delivery system (sds) was advanced to the lesion, proximal to a previously implanted stent. During the initial attempt to inflate the sds balloon, a balloon rupture occurred; therefore, the stent could not be implanted as no inflation was possible. The sds was removed without issue. A non-abbott stent was used to complete the procedure. The physician noted that the stent struts of the previously implanted stent may have caused the balloon to rupture. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience pro is currently not commercially available in the us. The product code listed and the PMA# listed are based on the predicate device (xience v) and is therefore similar to a device sold in the us. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The balloon rupture was not confirmed; however, a balloon tear/leak was noted. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.